Event description:
It was reported that during procedure, the anspach drill started to overheat and stop working completely. A second anspach was brought in and the drill started to smoke and heat up. It is unknown how the procedure was completed. This complaint is for the second drill.

Manufacturer narrative:
The device was used in treatment and was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. After the IFU review, product labeling has been ruled out as a cause of the complaint. We could confirm if there was a relationship established between the reported event and the device. The device was returned and visual/functional evaluation confirmed the issue. The malfunction was caused by a broken motor shaft inside the drill. Drill overheat/smoking is caused by a broken motor shaft caused by excessive cutting forces. The part was returned to OEM for repair. The root cause was established to be expected wear/tear.